Event description:
Medtronic received information that this bioprosthetic valve, implanted 11 months, was explanted after the patient presented with one syncopal episode with exertion and a near syncopal episode thereafter. Upon explant, evaluation revealed marked stenosis of the valve with large amounts of calcific accumulation on all three cusps. The valve was noted as being firmly seated in the annulus with no signs of infection confirmed by negative blood cultures. The physician lifted the accumulated calcific material from one of the cusps and found the tissue pliable. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, one leaflet had been excised. All existing leaflets were stiff due to thrombotic host tissue on the outflow. Tears along the inflow margin of attachment of all cusps were consistent with the removal of host tissue during explant. All commissures were intact. Thin remnants of glistening off-white pannus remained attached to the right and non-coronary cusps on the inflow showing evidence that pannus extended 1 to 2 mm on both cusps. A remnant of pannus remained attached to the top of the non-coronary left stent post. Off-white thrombotic host tissue filled and stiffened all leaflets on the outflow. The thrombotic host tissue on the non-coronary cusp was more blood tainted resulting with the host tissue appearing darker in color. A remnant of thrombotic host tissue was received with the valve. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition. (B)(6). (B)(4).